Event description:
Dexcom 7 software does not function correctly. Reading are dangerously erratic for the first 24-36 hours after every insertion. "Direct-to-watch" function does not work. Company does not update the software in a timely fashion. As each new iteration of the phone operating system is introduced, which must be downloaded to avoid security issues, dexcom does not update their software, but publishes an online statement telling users that using the updated peripheral hardware will/might create operating problems with the dexcom devices and software. These two issues must work in harmony to protect patients.